Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01445. It was reported that the patient presented with ineffective therapy due to a related fall. Re-programming did not resolve the issue. High impedance was found on the right lead. A fracture was verified via x-ray. Surgical revision took place where one lead was removed and a new lead implanted. Therapy obtained post-surgery with no reported complications during surgery. As the right fractured lead cannot be identified, both lead devices were reported.